Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The air/water nozzle was not deformed, and foreign material remained inside the nozzle. When investigating the user¿s reprocessing, it was determined they were not in accordance to instructions for use. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the foreign material was larger than the inner diameter of air/water nozzle. It could not be determined the cause of the foreign material and how it got into the channel due to information on device handling was not detailed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. A pre-use inspection took place and there were no abnormalities. The event occurred during a diagnostic procedure. The subject device was not replaced with another device. There were no delays in treatment or additional anesthesia required.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume, water supply volume and water removal ability did not meet the standard value. In addition to the finds reported in event, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped and cracked. Adhesive on bending section cover had white-clouded area. The image guide and protector of universal cord on scope connector side was scratched. The grip was shaved. The universal cord had a wrinkle. The plastic distal end cover had a dent. The connecting tube had a cut. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced poor air/water supply. There was no report of patient harm associated with this event. During incoming inspection, the nozzle was clogged with foreign matter. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting a repair. It is unknown when the foreign object adhered to the scope. There was no time lag between the end of procedure and the start of pre-wash. Water and air were supplied to the air/water nozzle. The scope was left in the cleaning solution. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. No, liquid was sent to the air/water nozzle.